Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the tulip filter was advanced from femoral approach, but stuck in the sheath due to a significant kink. When attempting to advance the filter beyond the kink, the sheath was pierced, why sheath and filter were removed and another filter was successfully placed. No reported harm to the patient. The second ¿filter protruded outside the sheath. It was then positioned implaced.¿, thus assuming filter was advanced all the way through the sheath as intended. The device was not returned and no imaging was provided, therefore based on the information obtained only it would be inappropriate to speculate at what may or may not have caused the sheath to significantly kink. However, as reported the attempt to advance the filter beyond the kink likely caused the penetration. According to IFU excessive force should not be exerted to place the filter. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). UDI related data quality updates only: UDI is unknown as only limited information on product have been provided. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: initially the left femoral vein was cannulated and a long venous sheath was inserted. An inferior vena cava angiogram was performed documenting the origin of the renal veins in the iliac bifurcation. Cook gunther tulip ivc filter was then advanced under fluoroscopic guidance. It was noticed, however, that the filter could not be advanced inside the sheath and fluoroscopy was then performed of the sheath at the site of the left groin access and there was noted to be a significant kink in the sheath. Several attempts were made to advance the sheath and to withdraw the filter from the sheath, but these were all unsuccessful because of the significant kink. The initial thought was that if the filter could be removed from the sheath then a dilator would be introduced along with a wire and straighten the sheath out. However, the filter could not be moved back from the kinked site and the sheath also could not be either moved forward or backward. Then tried to advance the filter beyond the kink, but in doing so they pierced the sheath and the filter protruded outside the sheath. Multiple attempts were then made to try and remove the sheath and ultimately the sheath was able to be withdrawn backwards up until the site of access at the groin so that the kinked part was outside the groin. They then decided to deploy the filter in the left femoral vein since this could not be advanced any further and it was impossible to remove it since it had protruded outside the sheath. As such, the gunther tulip filter was deployed in the left femoral vein and ultimately the sheath as well as the filter rod was removed from the left femoral vein. Manual pressure was applied for hemostasis. It was then decided to deploy another ivc filter in the inferior vena cava. Then the right femoral vein was then cannulated. A long venous sheath was then inserted. Repeat inferior vena cava angiogram was performed documenting the origin of the renal veins as well as the iliac bifurcation. Another gunther tulip ivc filter was then advanced through the sheath and under fluoroscopy guidance the filter was protruded outside the sheath. It was then positioned in place and deployed. Repeat inferior vena cava angiogram was performed documenting good position of the filter, i.e. Above the iliac bifurcation and below the renal veins. The venous sheath was then removed and manual pressure was applied for hemostasis.

Manufacturer narrative:
Manufacturers ref# pr410235. G4) PMA/510(k): k211874. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.